Event description:
During a repeat atrial fibrillation ablation procedure using a transeptal approach with a versacross connect and a farawave nav cath 31mm catheter, ablation was performed on all four pulmonary veins with eight applications per vein following advancement into the left atrium. After completing the ablations, a clot was observed on the posterior wall of the left superior pulmonary vein (lspv). The physician noted that the clot was not present at the start of the case and did not believe it originated from the catheter. The patient was kept for further testing and remained hospitalized beyond the standard of care. The patient was discharged 3 days after the procedure. The device was used to complete the procedure and was disposed of afterward; no device issues were reported. The activated clotting time (act) was above 300 seconds before going transeptal. The irrigation flow rate was 2-3cc. The irrigation was not stopped during procedure. Imaging used to rule out pre-procedure thrombus was ultrasound ice. The procedure was performed without any interruption. Act was then every 10 minutes. No fibrin or coagulant seen on the tip of the catheter. Patient was on heparin throughout the duration of the procedure. The clot was seen during post intracardiac echocardiography (ice) imaging. Heparin was given to the patient and was taken to the floor for monitoring. The patient did not experience neurologic or cardiac complications. Catheter was removed once the ablation was done. The sheath was not exchanged during procedure. The patient was intubated for sedation. There was no patient condition believed that could lead to a clot.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.